Event description:
Per documentation, patient received epidural by physician. Epidural removed by rn, 2 hours and 15 minutes later with epidural tip not intact. Physician was notified at that time." Additional note from occurrence report: "this is a rare occurrence. Catheter removed as per protocol. Patient required surgery for removal of the tip. Patient was discharged home without complications."